Manufacturer narrative:
Follow-up #1: date of submission 01/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: during investigation, the pump was returned with the battery compartment cracked from the top traveling to the bumper. The battery cap was not returned and was unable to be tested. The battery compartment threads were found to be stripped. A test cap was able to hold for testing. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test was performed and failed due to the crack in the battery compartment. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.